Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge for over 3 days. Tandem customer technical support informed customer that insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.